Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported seeing the notice as full sync required: patients and orders may not be current. A technical support specialist dialed into the station, logged in as cfnadmin, and followed knowledge article (ka) "proper data sync 2.0 procedure" to perform a full synchronization on the device. A backup was created as per ka "how to create a station database backup". Once the full synchronization was completed, the customer verified that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, full synchronization was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.